Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: appendectomy. According to the reporter: the sulu did not completely fire. The stapler did not cut tissue. The procedure was converted to open and surgery time was extended by more than 30 minutes.